Event description:
The reporter contacted animas on (B)(6) 2012 alleging the patient had two hyperglycemic events within the last two days. On (B)(6) 2012, the patient tested at over 500 mg/dl and was given insulin via the insulin pump. His blood glucose reading eventually resolved to the 200's mg/dl. The second hyperglycemic episode occurred on (B)(6) 2012. The patient reportedly was admitted into the hospital for dka. He received medical intervention with insulin via syringe and IV saline drip for a blood glucose reading of 385 mg/dl. The patient allegedly test positive for large ketones. The patient was release from the hospital when his blood glucose resolved to 150 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. There was a time and date resets to the factory's default when the reporter changes the battery. According to the pump history, all the basal and bolus add up except for (B)(6) 2012. The basal rate on (B)(6) 2012 was over 20 units but the total daily basal delivered was recorded only at 11.73 units. The pump history showed that the pump was suspended from 3:03 pm to 5:21 pm. In addition, at 9:30 pm the subject pump gave a no insulin delivery alarm. The reporter claimed the patient's site is rotated every 2-3 days. The infusion set is never placed anywhere near scar tissue. The animas representative concluded the pump's suspension on (B)(6) 2012 could have be a contributing factor to the patient's hyperglycemia. The pump suspend issue was resolved with training. It is not known what caused the second hyperglycemic episode on (B)(6) 2012. This complaint is being reported because the patient allegedly had two hyperglycemic episodes while on insulin pump therapy. The product was requested back for investigation due to the date and time reset issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.